Event description:
I used fixodent from 2001 (approx) to present. While I was using fixodent, I began experiencing numbness and tingling in my extremities. I just started treatments for my nervous system in 2009. I had been experiencing nervousness for quite sometimes but never continue. Further treatments until condition worsened. Dose or amount: denture cream. Frequency: twice daily. Route: oral. Dates of use: every day 7 days week. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.